Manufacturer narrative:
Device passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08750 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer was alleging insulin pump for under delivery. Customer's high blood glucose value was 30 mmol/l. Customer's current blood glucose was 29 mmol/l. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with syringe. Customer will not returned device for analysis.